Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. The rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was stable and will continue to be monitored.